Event description:
Initial result for a patient salicylate was over 900 mg/dl which was questioned when cap survey results were incorrect for salicylate. The account was given the incorrect factor to convert ug/dl to mg/dl and when control values were out of specification, the account changed the control range to match. The correct conversion factor has been provided to the account.